Event description:
A data error alert 4 was reported after the pump ship date. The customer's blood glucose level was 1280 mg/dl and ketones. Ketone levels were identified as life threatening by health care provider. The customer went to the emergency room and was admitted to the intensive care unit. The customer was treated with intravenous fluids of saline and insulin. Treatment resolved the issue and there was no permanent damage. Ultimately, the customer reverted to an alternate method of insulin therapy. Multiple attempts were made by tandem technical support to obtain a hospital release date; however, no response was received.

Event description:
A data error alert 4 was reported after the pump ship date. There was no reported adverse impact to the customer. Ultimately, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
Updated: b1, b2, b5, h1, health effect - clinical code, health effect - impact code